Event description:
It was reported that the patient's device worked initially after implant, but then he started having problems with it and lost therapeutic effect. The device wouldn't hold a charge, and it burned the patient during recharging. The patient was seen by his physician who "killed" the device because it was not helping. The patient was not using stimulation therapy and was awaiting removal of the system. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3778-75, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk; lead model 3778-75, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk; programmer model 37743, serial # (B)(4); recharger model 37752, serial # (B)(4).